Event description:
The customer reported that the sys intermittently failed to display a live image when fluoroscopic x-ray was initiated. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The gpos (general purpose operating system) pcb and hard drive were evaluated and replaced. The sys software and calibrations were also reloaded. The sys was tested and found to be working as intended and returned to svc.